Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. Legal counsel for patient reported a further revision procedure on (B)(6) 2012 due to patient allegations of pain and discomfort. A review of invoice history confirmed the first two surgery dates, but revealed the second revision procedure took place on (B)(6) 2012. Invoice history confirmed that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure on (B)(6) 2011. Further review of invoice history confirmed the modular head implanted on (B)(6) 2011 was removed and replaced on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-01693 / 01696).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. Legal counsel for patient reported a further revision procedure on (B)(6) 2012 due to patient allegations of pain and discomfort. A review of invoice history confirmed the first two surgery dates, but revealed the second revision procedure took place on (B)(6) 2012. Invoice history confirmed that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure on (B)(6) 2011. Further review of invoice history confirmed the modular head implanted on (B)(6) 2011 was removed and replaced on (B)(6) 2012. Additional information received in patient medical records indicate patient's first revision procedure was performed on (B)(6) 2011. The patient's operative report noted metallosis and a loose cup. Additional information received in patient medical records indicate patient' second revision procedure was performed on (B)(6) 2012. The patient' operative report noted a hematoma. It is unknown at this time which is the correct date of surgeries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.